Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow up in clinic. The patient is dependent on the device and has chronic dizziness but is stable. Noise causing noise reversion and labeled as consecutive premature ventricular contractions leading to inhibition of pacing was observed on the right ventricular lead. The device was asynchronously pacing. Reprogramming changes were made but the noise is still expected to be oversensed due to its amplitude. The patient will be re-assessed at the next appointment to see if programming resolved the observed issues. No patient consequences were reported.

Event description:
New information received noted that patient was seen in clinic on (B)(6). It was noted that patient had several noise episodes since end of (B)(6). Patient documented to have episodes of dizziness in the morning so a holster has been ordered. Patient otherwise stable.